Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2022-02453. Additional information received indicates surgical intervention took place on (B)(6) 2022 wherein the l1 lead was unable to be removed and was partially left implanted and the t12 lead was explanted and a lead was placed at l2 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. Patient reported a fall last year. Reprogramming the patient may be pending. Surgical intervention may take place at a later date.